Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a patient's right hip (head, stem, liner) was revised due to trunnionosis. Surgeon reported wear of the neck and dislocation of the femoral head with evidence of metallosis (serum levels unknown), and that the tritanium shell was well fixed and well positioned.

Manufacturer narrative:
Additional information:remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that a patient's right hip (head, stem, liner) was revised due to trunnionosis. Surgeon reported wear of the neck and dislocation of the femoral head with evidence of metallosis (serum levels unknown), and that the tritanium shell was well fixed and well positioned.

Manufacturer narrative:
An event regarding disassociation involving an unknown metal head was reported. The event was confirmed by the video attached. No product was returned for evaluation. Photographs and a video of the device were attached. Other than in vivo use the device appears unremarkable. Medical records received and evaluation: not performed as no medical records were provided for review. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The exact cause of the event could not be determined as insufficient information was provided. Further information such device details and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a patient's right hip (head, stem, liner) was revised due to trunnionosis. Surgeon reported wear of the neck and dislocation of the femoral head with evidence of metallosis (serum levels unknown), and that the tritanium shell was well fixed and well positioned.